Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported one diopter of over correction three weeks following topography guided lasik treatment. Additional information provided, inconsistent data was sent to the laser from the imaging system which was subsequently confirmed as a user error.

Manufacturer narrative:
The root cause cannot be determined conclusively. (B)(4).